Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2013-13362. The patient has four leads, 3 leads from the same lot number and 1 lead from a different lot number. It was reported the patient was going to have her occipital (off-label) leads replaced to provide better therapy. Surgical intervention may be taken at a later date to address this issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.